Event description:
It was reported that the ventricular thresholds had increased from 4.5 v, 1.5 ms to 6.0 v, 1.5 ms. The output was increased to 7.5 v, 1.5 ms to provide a safety margin. The device was later replaced.